Event description:
It was reported that during update performed by getinge fse, the cardiosave intra-aortic balloon pump (iabp) has a helium regulator problem. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8, d9, g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. The getinge field service engineer (fse) that discovered the leak on the helium regulator will repair the machine during the next maintenance. The fse sent a quotation for the preventive maintenance for this year but the customer hasn't signed yet. And after, getinge will send a quotation for the part. The machine is out of use. If additional information is received, the complaint will be reopened and updated.